Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital center in (B)(6). A call to technical services on (B)(6) 2013 states that rv lead exhibiting noise and has caused inappropriate shocks. Patient is not pacer dependent and trending shows new rise of impedances and noise. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).